Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted rapidly and pump shutdown. Tandem technical support reviewed pump history with the customer and battery gauge appeared to be inaccurate. Upon follow up, contact reported battery deplete as expected. No further follow required.